Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went into the ocean with the insulin pump. He then received a button error alarm and it could not be cleared. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Moisture damage was also noted on the lcd board. Unable to perform displacement test due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked belt clip slot.